Manufacturer narrative:
No pre-existing anomaly was detected by checking the manufacturing charts of the lot number 17ag083. We will submit a final report as soon as the investigation is complete.

Event description:
During a knee surgery performed on (B)(6) 2025, the screw from the femoral positioner fell out during implantation of femur. The instrument involved in the event is the following: physica - femoral positioner (part code 9065.88.120, lot number 17ag083). The screw was noticed on the post-op x-rays. Then the surgeon decided to take the patient back to or to retrieve the screw. The patient is a male, date of birth (B)(6) 1952. The event happened in the united states.